Event description:
The patient presented with a pfo (patient foramen ovale) with an asa (atrial septal aneurysm) with an excursion greater than 10mm. The defect was balloon excursion greater than 10mm. The defect was balloon sized and the physician estimated that the defect was around 8-9mm. A 20mm device was implanted in the defect. During the pre-discharge imaging the device had embolized to the descending aorta. The physician gained arterial access and used an 8fr sheath to snare the device and bring it down to the femoral artery where a small incision was made to fully retrieve the device the patient recovered well from the retrieval.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device chosen was too small for the defect size.